Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely foreign material remained in the device because reprocessing could not be properly/fully performed due to the discovered leak in the angulation control knob. The event can be detected and prevented by handling the device in accordance with the following IFU: cf-ez1500dl/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Cf-ez1500dl/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of insufficient water/air flow and water channel defects was confirmed. During incoming inspection foreign material was found clogging the nozzle and was found on both the grip and the protector. The likely fault was a result of insufficient reprocessing. Additionally, the following findings were also identified, and are as follows: the scope body had a crack, due to damage on the up/ down knob, water tightness was lost, the flexibility adjustment ring was damaged, the forceps channel port had a scratch, the suction cylinder, the scope cover had a scratch, the switch box had a scratch, the scope connector case unit had a scratch, the plug unit had a scratch, due to a crack on the bending section cover, insulation resistance value at distal end did not meet the standard value, due to clogging of the nozzle, water removal ability did not mee the standard value, the plastic distal end cover had a crack, the connecting tube was snaking, and the universal cord had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the colonovideoscope air/water nozzle was clogged with a ¿foreign body¿ and sometimes fibers can be seen in the nozzle and can¿t be removed with a brush. The issue occurred during a colonoscopy procedure, which was completed using a similar device with no delay to the procedure. There was no patient or user harm reported due to the event.